Manufacturer narrative:
A sample is returning and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room nurse reported that a laser probe was defective as the laser rays were seen coming out of the fiber from a small orifice near the base of the probe. This incident occurred twice that day with probes from the same lot and it was reported that this was not he first time this issue had happened. This incident was observed in the patient's eye. The probe was removed from the eye, it was visually inspected, and a hole was observed. An alternate probe was used to complete the procedure. There was no patient impact reported. This is the third of three medical device reports being filed for this facility. This case concerns the pool of similar occurrences. Additional information has been requested but not received to date.